Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. The analyst commented that the device was programmed prior to implant.

Event description:
It was reported that while still in the box the device was interrogated for an implant and found to be at the elective replacement interval (eri). The device was not used. No patient complications were reported as a result of this event.